Event description:
It was reported that the patient was admitted on (B)(6) 2021, as they were experiencing dizziness and were becoming unresponsive. No vad related issues were noted. The patient was treated with fluids and volume resuscitation. The patient was moved to a chair for a meal on (B)(6) 2021, and they fell, causing low flow alarms. The low flows were confirmed to be caused by hypotension and low peripheral perfusion. The patient became unresponsive and CPR was attempted but was unsuccessful. The patient passed away on (B)(6) 2021 and the vad was turned off. No autopsy was performed. The death was not considered to be device related and the device functioned as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between (B)(6) and multisystem organ failure/patient expiration cannot be conclusively be determined. The reported low flow alarms could not be confirmed through this investigation as no log file data from the time of the reported event was submitted by the account. The low flow alarms had been attributed to hypotension/low peripheral perfusion. A direct correlation between (B)(6) and the patient condition cannot be conclusively be determined. The patient ultimately expired on (B)(6) 2021 due to multisystem organ failure. (B)(6) was reported to have been operating as intended and the patient outcome was not considered to be device related. (B)(6) will not be returned for evaluation as it was not explanted, and no autopsy was performed. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists multiple forms of organ failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii left ventricular assist system instructions for use. No further information was provided. The manufacturer is closing the file on this event.